Manufacturer narrative:
According the physician at the hospital, the patient was found by the nurse at the hospice facility. It appears that the patient expressed a desire to live and wanted to be saved despite the dnr status. Cardiopulmonary resuscitation (CPR) was administered and at some point external pacing was provided while the patient was being transported to the hospital. Upon arrival to the hospital, the local representative found that the patient was being externally paced. The device was interrogated and a red screen indicating code#1003 and voltage depleted was displayed. The local representative contacted technical services and was informed that the device's ability to provide pacing was compromised. The local representative asked about device replacement and was told by the physician that no device replacement would be completed. Later that day, the local representative was informed that the patient had died as the family wanted to maintain the dnr status. After discussing this adverse event, the device-following physician felt that it would be reasonable to conclude that the device was not able to provide bradycardic pacing due to low voltage and mentioned that the patient suffered from complete heart block. Due to the amount of activity at the hospital, the local representative was unable to save information from the device because of the need to bring other equipment into the room when it was determined tht the device could not be reprogrammed. Furthermore, the local representative was unsure if information could have been saved due to the device's low voltage. A printout of the displayed code#1003 was left in the patient's chart which was later reported to the device-following physician. The device was not explanted post-mortem and will not be returned for laboratory testing.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a do not resuscitate (dnr) order, tachycardia therapy was programmed off in the device and the patient was under hospice care. Interrogation with a programmer noted that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and the device was not delivering pacing. The patient experienced asystole and was admitted to the hospital and received transcutaneous pacing support. It was noted that the patient had not been seen for device follow up for approximately two years. Replacement of the crt-d with a pacemaker was being considered. This product remains implanted and in service. No additional adverse patient effects were reported. Boston scientific received information that this patient died on (B)(6) 2016. Boston scientific received additional information that the local representative contacted the device-following physician. According to the physician, there had been no contact with the patient for two years prior to the hospitalization this past weekend. The physician believes that the device was programmed off by an outside institution as the physician could not find an order in the clinic's medical records to deactivate the device. Upon arrival at the hospital, the local representative was told that the patient status was dnr, that the patient was in hospice care and that the device had been programmed off. The bradycardia settings could not be confirmed as the local representative was unable to further interrogate the device due to lack of functionality (low voltage).